Event description:
It was reported that a patient initially underwent an acdf at c4-c5 and a c6 corpectomy. Sometime post-op, the patient presented with symptoms of mild dysphagia during a follow-up visit with the physician. The subsequent xrays/CT showed a loose/proud screw at c7 on the left side of the cervical plate construct. Upon reviewing the x-rays, the physician noticed that the left screw at c7 was placed too medially in the plate and may not have fully engaged the locking mechanism. A revision surgery was performed approximately 6 months post-op to revise the loose screw. During the revision, the physician reviewed the CT and stated "the patient appeared fused" and opted to only remove the loose screw. However, as the screw was being removed, the physician found the screw was broken. According to the report, the broken head of screw was removed and the rest of screw remained embedded in the c7 vertebral body under the long plate. According to the report, no patient complications occurred during the revision surgery or post-operatively. No other complications were reported.

Manufacturer narrative:
Date of the event is unknown. (B)(4). (Dysphagia); (break). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: macroscopic examination confirms acp bone screws are broken approximately ~2-3 threads below the screw head. Two distinct areas of wear are noted on the bone screw head. One is consistent with anti-migration feature interface. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat, quasi-brittle fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Key dimensional specifications of the screw (i.e. Major diameter and shank (initial minor) diameter) were measured and found to meet the part specification. The above observations are consistent with cyclic fatigue; the cause of the screw back-out is unknown.